Event description:
It was reported that this right ventricular (rv) lead exhibited amplitude out of range. There was no value provided but discussed it had to be less than three point zero volts. In addition, thresholds were unchanged and so micro dislodgement was suspected and no oversensing noted at all. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).